Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called to report that a cartridge used during the previous day was leaking while filling the tubing. The patient noticed that no insulin was coming out of the needle during the process and removed the cartridge, at which time they observed that the plunger was damaged, causing the leak. A subsequent supply change was completed without issue. Replacement supplies were arranged to be sent to the patient. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.